Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) greater than 250 mg/dl, but less than 500 mg/dl with abdominal pain, headache and small ketones associated with a call service alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that call service (cs 088) alarm had not occurred 3x in 30 days. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.